Event description:
Information was received that during bench testing of this smiths medical medfusion 4000 pump, the pump exhibited repeated primary audible alarm. No patient involvement reported.

Manufacturer narrative:
Returned device was received with chipped out on lower right front corner of top case also cracked on bottom case. Evidence of reported problem in event log was found. During the evaluation of the device the customer reported condition was confirmed . Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.